Event description:
It was reported that the lv (left ventricular) lead dislodged approximately one hour post-implant. The lead came apart at lead repositioning with little force. No part of the lead was left in the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that prior to implanting lv lead that dislodged, another left ventricular lead failed during the implant attempt implant. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number, 20066, is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was pulled from the connector sleeve. It was also noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the lead was stretched, and the lead appeared to have been damaged at implant.